Event description:
The doctor reported that implant was removed due to failure of osseointegration, approximately 5 months after the implant placement date. Oral hygiene around the implant site was moderate. Bone quality at surgical site was type 2. During the surgery, periodontal disease was observed. Patient has recovered since.